Event description:
It was reported that the customer changed the infusion set and received a no delivery alarm while filling the tubing. The customer's blood glucose was 87 mg/dl. Troubleshooting was done. The customer stated insulin did not exit and that the pump alarmed no delivery again. Explained to customer that the alarm was caused by a set or reservoir connection. Advised to replace the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.